Event description:
It was reported that the patient's pacemaker migrated lower within the implant pocket and subsequently pulled the atrial and right ventricular leads back. Chest x-ray confirmed that both leads were pulled back. All lead parameters were within normal limit. On (B)(6) 2022, the pacemaker was repositioned and the leads were explanted and replaced successfully. The patient's condition was stable. Related manufacturer reference number: 2017865-2022-05065, 2017865-2022-05067.

Manufacturer narrative:
The reported event was lead dislodgement. Final analysis found the complete lead was returned in one piece. Helix testing found that after cleaning, the helix could extend and retract normally. Full helix extension length was 1.81 mm and was found to be within specification. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external abrasion breaching the outer insulation and exposing outer coil at 12.0 ¿ 12.9 cm from the connector pin. The cause of the external abrasion is consistent with friction to device can.